Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were observed. The instrument was evaluated for electrical conductivity; proper conductivity was observed. The rotation knob functioned properly. The shears were applied to test media and cut the media cleanly without issue. The handles opened and closed without any hang ups noted. No functional abnormalities were observed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
Additional information provided by the account: the procedure performed was a myomectomy.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the shears was not keen. It could not cut tissue.